Manufacturer narrative:
Follow-up #1 and final report submitted to update based on the results of investigation. Reported event: an event regarding multiple registrations required involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 301 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding femur bone registration failure. There was one other reported events for the listed catalog number (pn 1638232). Conclusion: device inspection could not be performed because identification of log files and session data was not provided. Three communication attempts were made. The device was not returned for evaluation.

Event description:
Failed registering femur twice with registration results of 0.9 and 0.8 respectively. Double checked arrays, landmarks, probes and segmentation and found that the CT looked like it contained motion. Surgeon was in a hurry and didn't want to wait any longer to troubleshoot the issue and proceeded with converting to a manual tka case. There was a surgical delay of 10 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Failed registering femur twice with registration results of 0.9 and 0.8 respectively. Double checked arrays, landmarks, probes and segmentation and found that the CT looked like it contained motion. Surgeon was in a hurry and didn't want to wait any longer to troubleshoot the issue and proceeded with converting to a manual tka case. There was a surgical delay of 10 minutes.